Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens of diopter -8.5 into the patient's right eye (od) on (B)(6) 2022. The lens was exchanged on (B)(6) 2023 for a lens two sizes longer in length due to low vault. This resolved the problem. Cause reported as unknown and the reporter stated that the device did not fail to perform as intended.